Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a normal device upgrade procedure, the insulation of this right atrial (ra) lead became compromised causing oversensing. In addition, the lead had been exhibiting low sensing since implant. This ra lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned. Visual inspection noted electrocautery damage on the insulation. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Testing of the outer insulation could not be conducted due to the visual damage. Laboratory testing was unable to confirm the reported low sensing as the lead was found to be electrically continuous. Analysis could confirm the observation of insulation damage which caused oversensing. The outer insulation of the lead was damaged from electrocautery during the procedure.